Event description:
It was reported via repair work order that the cot would not lock into the trolley due to an adjustment that was needed in the power system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.